Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date : not applicable as this is not an implantable device. Section d6b: explant date : not applicable as this is not an implantable device. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the lens was implanted in the capsular bag, foreign material which looks like metallic floc was found on the front surface of the lens. After the viscoelastic agent was re-injected, the metallic floc was removed through the phaco handpiece. The hospital suspects the cartridge. No further information available.